Event description:
The customer reported that the collimator intermittently would stay stuck in the closed position when the collimator size was adjusted. This issue would rendered the sys unusable. A reboot was required to regain functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps1 power supply was replaced. The system was then found to be operating as intended.